Event description:
It was reported that the patients ipg has reached its end of service. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information received indicates that surgical intervention was undertaken on 29 june 2023, where the ipg was explanted and replaced. Therapy was restored post-op.